Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 24 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room on (B)(6) 2017 with epigastric burning, nausea and some vomiting. Anticoagulants at time of event were aspirin and warfarin. The patient was admitted and bloodwork showed hemoglobin of 4.5 and supra-therapeutic inr of 4.1. The patient was transfused with 3 units of packed red blood cells (prbc). The patient was being treated for anemia. It was reported that there were signs and symptoms of gastrointestinal bleeding. Source of bleeding was identified as one small arteriovenous malformation (avm) that was cauterized. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no additional events have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.